Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in elevated threshold and pacing failure. In addition, numbness and pain involving the area from the left shoulder to the left hand developed after implant, which was suspected to be symptoms due to muscle stimulation at the implant site. Re-positioning of the lv was considered, however due to the diameter of the blood vessel, it was difficult to approach, therefore, the lv lead was removed and replaced. The patient is a patient in a clinical study. No further patient complications have been reported as a result of this event.